Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they had a loss of therapy and had been going to the bathroom ¿like every half hour to an hour¿ and it started happening in early (B)(6). The patient stated that they used their programmer on (B)(6) and when they turned stimulation on, they felt a shock in their groin and they turned it off right away. The patient reported they were in pain for 2 days after that even though it was off. The patient thought they were at 2.5v. During the call, the patient tried to use their programmer and got a low battery screen. It was reviewed that the patient should put new aa batteries in, and they were advised to follow up with their healthcare provider. The patient noted an appointment with their healthcare provider the following week. It was also reported that the change in therapy/symptoms was sudden. Additional information was received from a nurse assistant on 2018-apr-11. The caller stated they did reprogramming to the device and did not know if it had been resolved yet as it had not been long enough since the adjustment. The caller also reported that changing the batteries in the programmer resolved the replace programmer batteries screen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient kept going to the toilet recently, then their device game them a jolt. No further complications were reported/anticipated.